Event description:
It was reported that the system 9800 displayed ma sense failure, low ma failure, and channel 11 a/d failure. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Discovered that the high voltage regulator defective. The regulator was replaced and the system calibrated. The system was tested and found to be working as intended and placed back into service.